Manufacturer narrative:
The technician made adjustments to all brake casters to resolve the issue.

Event description:
Technician alleged that the foot and head brake/steer casters were slightly moving when the brake was activated. No patient impact.